Event description:
In surgical laser, no laser output when footswitch is pressed.

Manufacturer narrative:
Mechanical problem on the footswitch. It was not able to activate the laser system. Footswitch substituted and working perfectly with the device.